Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that her son had vomiting due to a bent cannula. This issue occurred twice. The first infusion set was last changed on (B)(6) 2022, but his blood glucose level went high approximately 20 mmol/l, so his mother removed and changed the set in middle of night. The site location was his abdomen and the infusion set had been used for less than 12 hours. Consequently, on (B)(6) 2022 at 5:00 pm, he visited the emergency room due to high blood glucose levels and diabetic ketoacidosis. During hospitalization, he was administered insulin drip, some unspecified medication (drug name unknown) intravenously and insulin drip. He was released after 18 hours. Currently, his blood glucose level was 4.2 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.